Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12242. The patient reported, the charging system becomes very hot after 10 minutes of charging and continues to get hotter if the charging session is continued. An attempt to determine the next course of action was unsuccessful. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This model number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.